Event description:
A report was received that a patient's lead extensions were uncomfortable in the back area. The physician repositioned the lead extensions, and closed the patient up. No devices were explanted from this patient. The patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.